Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician was unable to advance the wire (catheter shaft) far enough to the white mark, and the sealant did not deploy. The physician removed the device from the patient and converted the patient to 10 minutes of manual compression. The patient was ambulated and discharged to home the same day (B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The reported inability to advance in sheath could not be confirmed. The device was received with the advancer tube inside the shuttle cartridge in the manufacturing position. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. Based on the provided information, the condition of the returned device, and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.